Event description:
On june 03, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. It was reported that the software freezes during cases and this issue occurred multiple times. The image disappears from the screen and the technician must reboot the system to continue the procedure. There is no death or serious injury associated with this event. As such this event is being reported with an abundance of caution..